Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. At the completion of the clinical assessment, clinical was only able to find substantial evidence to support the following reported event of secondary endovascular procedure. Clinical had substantial evidence to refute the reported event of type 1b endoleak. Rather there was a type 3a iliac endoleak with complete component separation. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the distal loss of seal and complete component separation was off-label iliac anatomy in combination with the use of an infra renal cuff placed with in the right common iliac artery (intentional user error). Additionally, tortuous aortic and severe angulation of iliac anatomy likely contributed to this event (cautionary product use condition and anatomy-related issues). No procedure-related contributing issues were detected. Procedure-related harms could not be determined due to medical information surrounding the repair. It was reported that the patient was in stable condition post re-intervention. To date, there has been on reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiia endoleak. The root causes have been identified as; patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; patient conditions including disease progression or anatomical changes post implant; off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type iiia endoleak events; sizing guidance and instructions were updated in the IFU and released on 06/17/2015, field training was completed by 08/03/2015. Since the corrective actions were implemented the type iiia events have been reduced significantly and are well within the acceptable range per our risk assessment. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. These types of events will be monitored and trended as part of the quality system.

Event description:
At the completion of the clinical assessment, the reported type 1b endoleak was refuted. It was confirmed to be a type 3a iliac endoleak with complete component separation.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent, an infrarenal and suprarenal extension and three limb stent grafts. A type ib endoleak was discovered. A secondary procedure was performed on (B)(6) 2017, where four (4) ovation limb extensions were implanted to seal the endoleak. The patient was reported as doing well.